Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: imdrf annex codes b21, c21, d16, g02030 are applicable to the main product nim4cm01/c2026251. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4); product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) imdrf annex codes b17, c20, d14, g02005 are applicable to these products. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during intra-op, error in the patient interface persists even after changing parts on several days. There was no patient impact. After the event, the representative visited site and tried to fix it. They tried with patient simulator, in the procedure the connection to the patient interface gets lost and there is a sign about that on the screen,they could fix it for a few moments via cable connection, but then it got lost again. They powered down the console and cut it completely from the energy. Alsothey powered down the patient interface. After restarting everything, the error occurred again. With an other patient interface it also occurred. With the patient interface p2026171 the nim vital also collected a lot of artefacts on the screen and couldn¿t stimulate with the patient simulator. Error displayed was "emg monitoring is disabled patient interface is disconnected". Additional information received stating that representative changed the patient interface against an other from the customer, the same error occurred, the connection to the patient interface also got lost, but there weren¿t any artifacts. The issue was not resolved by troubleshooting. Normal monitoring was not able to be continued with artifacts.

Manufacturer narrative:
H3: the upper/lower cable console was damaged. H6: imdrf annex codes b01, c07, d11 are applicable for this product continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6) , UDI#: (B)(4) h3: checking electrodes procedure can't be accomplished. The afe board is damaged on a connection. H6: imdrf annex codes b01, c070603, d11 are applicable for this product ID: nim4cpb1, serial/lot #: (B)(6) UDI#: (B)(4) customer indicated that this device did not have any issue and would not be returned for repair/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.